Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a low blood glucose (bg) level of 23 mg/dl. Reportedly, the customer experienced confusion. Customer¿s bg was treated intravenously with fluids of saline and glucose. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended.